Manufacturer narrative:
Investigation summary: received two (2) images of the cassette with what appears to be a hair sealed in the fluid path by the bulb. Received one (1) used list #14687-15 primary plum set. As received, what appeared to be a hair could be seen between the casing and semirigid diaphragm of the cassette at the bottom of the bulb. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The complaint of foreign matter inside the cassette can be confirmed. The probable cause is due to a gowning error during the manufacturing process at costa rica.

Event description:
A complaint was received regarding a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch that contained foreign matter. The reporter stated "cassette has foreign matter inside". Sample pictures of the cassette and noted a black strand particle inside the cassette have been provided. The packaging was intact. The event occurred during priming. There was no patient involvement and no patient harm.